Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in the reservoir compartment of their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer was assisted with trouble shooting and was advised to change the infusion and reservoir sets. The customer was advised to monitor the insulin pump for any future issues.